Event description:
Caller is calling to report that she went to the ER due to high blood sugar readings and a lack of response to correction bolus. Caller states that she put this pod on yesterday morning and blood glucose (b/g) was 64 mg/dl. At lunchtime yesterday b/g was 128 mg/dl and at 5:28 pm b/g was 124 mg/dl. All history showed the following info: 2008, 5:28pm - b/g 124 mg/dl, bolus of 0.60u, 6:00pm - 41 carbs, 4.5u bolus; 9:09 pm - no b/g taken, 60 carbs, bolus 7.50 u. On the next day, 12:00am - basal 0.80, 5:13 am - b/g 405mg/dl, bolus 7.50u, 9:25 am - b/g 357mg/dl, bolus 6.4, 9:35 am - occlusion alarm, changed pod, 9:50 am - b/g 402mg/dl, 10:43 am- b/g 393 mg/dl, bolus 200u, 11:05 am - b/g 357mg/dl, bolus by injection of 6.00u, 11:19am - pod deactivated by hospital staff, 2:01 pm - b/g 220mg/dl, 2:45 pm- b/g 248mg/dl. Insulin to carb ratio= 8, correction factor=40, target b/g=100, correct above=120. Reviewed b/g and insulin history with caller and suggested that she speak with endo for clarification on icr and cf settings. Caller stated that she "almost always" increases the suggested bolus amount by 20-25%. Caller went to the ER at the suggestion of her endo.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.